Event description:
The customer reported a malfunction on the pump, identified by the code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. The customer was advised to reset the pump as the malfunction code is resettable, and planned to call back if malfunction reoccured.